Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4), the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset - power on reset parameters. Critical ram parity error logged on (B)(6) 2011 in address "17 fd". Por severity is considered low and device should be able to fully recover after reset.

Event description:
It was reported that the device was triggered power on reset prior to the implant. The device was not used for the implant. The technical service reviewed file and provided feedback to the caller. No patient complications have been reported as a result of this event.